Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the 5 mm hemostatic clips that clipped the artery and seemed to be fine, were left untightened and when it was sectioned, the artery began to actively bleed. This forced more material to be opened and hemostasis urgently achieved laparoscopic control with more clips. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2020. H2: additional information received: was there any patient consequence? No.